Event description:
An ophthalmologist report "nothing tears on patients' descemet's membrane" after phacoemulsification and cataract removal, prior to intraocular lens (iol) insertion. The surgeon reported that he has not made any changes in his technique, and he believes the cause is either the tip or sleeve used during the procedures. The procedures were completed. There was a reported delay of two days. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. (B)(4).